Manufacturer narrative:
This is a report for similar device marketed in the united states - pipeline flex embolization device. The pipeline device is not available to return for evaluation as it remains implanted in the patient and the other device components were discarded by facility staff. Therefore, no product evaluation can be performed and the reported clinical experience cannot be conclusively determined. Additional information has been requested. Should new information be received, a supplemental report will be submitted.

Event description:
Medtronic received information that a pipeline flex with shield technology device (ped2) moved during deployment of the pipeline at a flow diversion procedure. The device was used to treat a patient's previously coiled saccular aneurysm at the posterior communicating artery. The aneurysm measured 12mm in max diameter and 4mm in neck width, the distal and proximal landing zone sizes were 3.6mm and 3.4mm respectively. Vessel tortuosity was described as moderate. It was reported the device was prepared following the instruction for use. There was no friction or difficulty during the delivery or positioning of the ped2. During deployment, the tip of the microcatheter moved and the ped2 jumped. The ped2 braid missed the landing zone and deployed in the cavernous segment of the internal carotid artery. Although fully open, the ped2 braid had no impact on flow. Decision was made to leave this braid in situ. The procedure was completed by deploying two additional pipelines distally to the pipeline deployed at the cavernous segment. Post procedural angiography showed adequate result. No patient injury reported.